Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission on (B)(6) 2022. It was found that the pacemaker exhibited pacemaker mediated tachycardia (pmt) and no changes has been made. New information received that the pacemaker was explanted for an unknown reason. The patient's condition was unknown.

Manufacturer narrative:
Reported event of pacing problem were not confirmed. Final analysis found that as received the device was above elective replacement indicator (eri) level. Analysis showed the output verification and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of pacing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.